Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level at the time of the incident was 424 mg/dl. The customer¿s other blood glucose levels were 412 mg/dl, 412 mg/dl, 411 mg/dl, and 368 mg/dl. The customer reported that they feel okay for troubleshooting. The customer replaced the sensor a couple of hours ago. When it asked them to calibrate, it snooze and it did not let the customer calibrate. The customer had supper but forgot to do a bolus. It was stated that when warm up had finished it asked them to calibrate. The insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose and stated that they level had been going down through out the call and knew it happened because they forgot to take a bolus. The insulin pump will not be returned for analysis.